Event description:
The customer reported they were receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. During the course of troubleshooting with adc customer svc, it was discovered that the unit of measure was set to mmol/l instead of mg/dl. This meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.